Event description:
It was initially reported by a neurologist that a vns pt was having an increase in seizure. The treating neurologist was not able to interrogate the pt's generator and related it to generator being at end of service (eos). Pt was referred to surgery where his generator was replaced. MFR received the product and duplicated the failure to program, eos and no stimulation. Product analysis also found that supply current test did not meet functional specifications. These measurements demonstrated an increase current consumption for the device, potentially contributing to a premature end of life condition. The increased current consumption was isolated to a leaky capacitor (c6). After substituting c6 capacitor, the pulse generator module performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death.